Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had alert for change sensor. Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced but not returned.